Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: a review of the black box showed motor error alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump was opened to find no defects. Unrelated to the original complaint, the display was dim with a red hue. The call service alarm issue was unable to be duplicated during investigation.